Manufacturer narrative:
The device (tip and tip lumen) was returned for analysis. The reported material separation was able to be confirmed. Electronic lot history record (elhr) and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. Reportedly, the thumb slide was not fully retracted to the start position and both the system with deployment levers locked prior to removal. It should be noted that the supera peripheral stent system instructions for use (IFU) states: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. The deviation of the IFU appears to have caused/contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use and subsequent circumstances of the procedure as it is likely that failure to not fully retract the thumb slide to the start position and lock both system deployment levers prior to removal resulted in interaction between the deployed stent and the device tip during withdrawal; thus ultimately resulting in the reported/noted tip and tip lumen separations. As reported, a lasso was used to retrieve the detached piece with difficulty. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional supera device mentioned in b5 is filed under a separate medwatch number.

Event description:
It was reported that the procedure was to treat the popliteal and distal part of the left superficial femoral artery. After the 4.5x40 mm supera self expanding stent (ses) was released in the target lesion, the distal end of the delivery system detached and was found in the artery. The delivery system was not removed under fluoroscopy and the thumb slide was not fully retracted to the start position and both the system with deployment levers locked prior to removal. A lasso was used to retrieve the detached piece with difficulty. The procedure duration was increased; however, there was no impact to the patient. Subsequent to the initially filed report, an additional supera tip was received detached from the rest of the device. No additional information was provided.

Event description:
It was reported that the procedure was to treat the popliteal and distal part of the left superficial femoral artery. After the 4.5x40 mm supera self expanding stent (ses) was released in the target lesion, the distal end of the delivery system detached and was found in the artery. The delivery system was not removed under fluoroscopy and the thumb slide was not fully retracted to the start position and both the system with deployment levers were locked prior to removal. A lasso was used to retrieve the detached piece with difficulty. The procedure duration was increased; however, there was no impact to the patient. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.